Manufacturer narrative:
Additional information was received that there will be no further course of action taken at this time regarding the replacement. The devices will not be returned. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient would experience too much increased in stimulation whenever the stimulation was turned on. Database analysis revealed no anomalies. The physician kind of suspected a little bit of malfunction. The patient will undergo a procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the database analysis revealed low impedance on port b. It was noted that the cause of stimulation issue was may be due to the low impedance.

Event description:
A report was received that the patient would experience too much increased in stimulation whenever the stimulation was turned on. Database analysis revealed no anomalies. The physician kind of suspected a little bit of malfunction. The patient will undergo a procedure wherein the ipg and leads will be replaced.

Event description:
A report was received that the patient would experience too much increased in stimulation whenever the stimulation was turned on. Database analysis revealed no anomalies. The physician kind of suspected a little bit of malfunction. The patient will undergo a procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging ipg.

Event description:
A report was received that the patient would experience too much increased in stimulation whenever the stimulation was turned on. Database analysis revealed no anomalies. The physician kind of suspected a little bit of malfunction. The patient will undergo a procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was noted that the patient¿s ipg was not charging nor connecting. The patient was doing well post operatively.

Event description:
A report was received that the patient would experience too much increased in stimulation whenever the stimulation was turned on. Database analysis revealed no anomalies. The physician kind of suspected a little bit of malfunction. The patient will undergo a procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-2218-50. Serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that device malfunction was suspected. Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint of abnormal jolting sensation was confirmed. During testing, the impedance of the electrode #24 was extremely low (5 o) with load connected. It was determined that the electrode was shorted to the vh node inside the slave asic (u3). There was unexpected output detected on the node as the device was depositing excessive charge on the output. The source of the device damage was not determined. Sc-8216-70 (sn: (B)(4)) device evaluation indicated that there were no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-2218-50 (sn: (B)(4)) device evaluation indicated that there were no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient would experience too much increased in stimulation whenever the stimulation was turned on. Database analysis revealed no anomalies. The physician kind of suspected a little bit of malfunction. The patient will undergo a procedure wherein the ipg and leads will be replaced.